Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed all supplies to resolve the alarms and declined further troubleshooting. Additionally, it was reported that the customer received an altitude alarm. Reportedly, the customer was able to clear the alarm and resume insulin therapy. The customer's blood glucose level was in the 300's (mg/dl) at the time of the events.